Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the rear housing top left corner was cracked, dents on the dso sensor nub, and a scratched lens. There was no applicable evidence to review in the event history log. During the functional testing, the customer's reported problem was duplicated. Device failed all accuracy tests with an average of (B)(4) delivery, which is above manufacturing specifications. The cause is the expulsor is out of spec. The cause of the housing and lens damage is unknown. The expulsor was trimmed to meet manufacturing specifications and the rear housing and lens were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed volume test 3x21.31,21.29,21.30. Per reporter the device had a cracked rear case and scratches on the lens. There was no patient involvement and no patient harm/adverse event reported.